Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing a itchy rash on his front chest. There was no alleged device malfunction contributing to the irritation. Patient was cortisone cream by a physician. Follow up indicated that the rash healed.